Event description:
It was reported that the device was used during a laparoscopic appendectomy. The staples were not adequately closed. Another device was used and it produced the same open staple formation. Another reload was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.